Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the associated device displayed a "pad fault error" message using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The complainant indicated that the patient was not prepped properly prior to applying the electrode pads.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing which included visual, continuity, and functional testing without duplicating the reported malfunction. No trend is associated with reports of this type.